Event description:
It was reported that a home patient (hp) received a system error (se) 2240 (air in line) alarm. This occurred on the homechoice (hc) machine during the last fill. The hp was connected at the time of the alarm. A baxter technical service representative (tsr) assisted the pt to cycle the hc machine to clear the alarm. The tsr explained the alarm and its possible causes. During troubleshooting no issues were noted which could have contributed to the event. There was patient involvement; however there was no adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.